Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Last battery measurement=2.97 volt on (B)(4)-2011 12:15:47 is before rrt (recommended replacement time) <= 2.62 volt.

Event description:
It was reported that the device was depleting quickly. The device is still in use. No patient complications have been reported as a result of this event.